Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) and right atrial (ra) leads were removed due to hematoma. The patient is to receive a new system in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.